Event description:
Our clinical product specialist reported that the power failure alarm of mobile infant warmer was not functioning. No patient consequence was reported.

Manufacturer narrative:
An investigation will be conducted once we receive the complaint device. A follow up report will be provided.